Event description:
The customer reported that the sys would not power up (no boot). This resulted in a loss of imaging functionality. System functionality was recovered with a reboot. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. However, the fe found failures in the system log files. The gib battery and left monitor were evaluated and replaced. The system was tested and found to be working as intended and put back into service.